Manufacturer narrative:
(B)(4).

Event description:
A patient who had an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy reported on (B)(6) 2015 that there was an infection at the ins area which occurred in (B)(6) of 2014. Intervention efforts included a total system explant. It was also stated that the ins didn't work because there was so much fluid in the pocket from the infection. The ins was "floating around and it didn't know up from down". The fluid became too much in the pocket, and it finally popped and drained. A supplemental report will be submitted if additional information is received.